Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device, using a preclose technique, attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, after the device was deployed using a 10f sheath, the ring was pulled back and only the green suture was retrieved. The white suture was not retrieved. A second prostar xl device was successfully used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.